Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00065 report on 24-feb-2020. 12-mar-2020 - additional information: siemens has reviewed the event data and has concluded the incident investigation. Customer support feedback regarding the incident investigation was deemed acceptable. In summary, the cause of the discrepant results observed by the customer with samples from this one patient when using advia centaur xp ahbs2 reagent lot 122 could not be determined, however pre-analytical factors, a sample issue, or normal assay performance cannot be ruled out. Based on the investigation, no product problem was identified. The assay is performing within specification. No further evaluation of the device is required. Section h6 conclusion code was updated to reflect the additional information. MDR 1219913-2020-00064 supplemental report 1, MDR 1219913-2020-00066 supplemental report 1, and MDR 1219913-2020-00074 supplemental report 1 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, (B)(6) advia centaur xp anti-hbs2 (ahbs2) results from the same patient. The customer was not able to provide a list of medications/supplements the patient is taking, and there is no sample that can be sent to siemens for evaluation. The clinical sensitivity and specificity section of the advia centaur xp/xpt anti-hbs2 instructions for use (IFU) (10629819, revision l, 2019-08) lists the 95% confidence interval (ci) for resolved relative specificity as 98.34% - 99.88% so a certain number of (B)(6) results can be expected for this assay. The cause of the discrepant results observed by the customer with samples from this one patient when using advia centaur xp ahbs2 reagent lot 122 could not be determined, however pre-analytical factors, a sample issue, or normal assay performance cannot be ruled out. Based on the investigation, no product problem was identified. Incident investigation conclusion is pending customer support feedback. MDR 1219913-2020-00064 (03-feb-2020), MDR 1219913-2020-00066 (05-feb-2020), and MDR 1219913-2020-00074 (06-feb-2020) were filed for the same patient and event.

Event description:
(B)(6) advia centaur xp anti-hbs2 (ahbs2) results were obtained by the customer on the same patient and considered discordant compared to a (B)(6) alternate anti-hbs test method result. The (B)(6) alternate anti-hbs test method result was reported to the physician(s) as the correct result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp anti-hbs2 (ahbs2) results.